Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection of the device found the tamper seals to be broken, a cracked top case, and broken plunger case and plunger assembly. Force sensor test error was found in the device's event history log. Functional testing was performed. Upon testing, the reported problem was confirmed and duplicated. The plunger assembly was found stuck and not moving in or out when plunger lever was pressed due to both plunger cases being broken, and all the components were misaligned. The root cause was determined to be from the device being dropped or mishandled by the customer. To address the issue the plunger cases and all the plastic components inside the plunger assembly were replaced. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device's shaft was stuck. Patient involvement is unknown. No adverse patient effects were reported by the customer.